Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Devices remain implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft. Approximately one and a half (1.5) years post initial procedure, the patient presented at routine follow-up with aneurysm sac growth (unknown diameter) and a suspected type ia endoleak. The physician plans to re-intervene and the patient is reportable in stable condition.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft. Approximately one and a half (1.5) years post initial procedure, the patient presented at routine follow-up with aneurysm sac growth (unknown diameter) and a suspected type ia endoleak. The physician plans to re-intervene and the patient is reportable in stable condition. Additional information: clinical assessment identified a type ii endoleak (non-device-related) was also present. Additional information: the physician elected to treat the patient by implanting one (1) ovation ix extender on (B)(6) 2023. The aneurysm was successfully excluded and the endoleaks resolved. Patient is reportedly in stable condition.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported afx2 type ia endoleak with significant aneurysm enlargement (of 7.4mm) and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest an (anatomy-related) type ii endoleak (of the lumbar arteries) occurred that was not included in the event as reported. This findings was discovered during an examination of the 4- and 16-month post implant CT (computed tomography) scans. No procedure-related harms were identified. Device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. It was noted there was thickened calcifications in the proximal seal zone, which likely contributed to the type ia endoleak. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2 outcomes attributed to ae b5 describe event or problem g3 awareness date h6 health effect - impact code; remove 4614 and 4651

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft. Approximately one and a half (1.5) years post initial procedure, the patient presented at routine follow-up with aneurysm sac growth (unknown diameter) and a suspected type ia endoleak. The physician plans to re-intervene and the patient is reportable in stable condition. Additional information: clinical assessment identified a type ii endoleak (non-device-related) was also present. Re-intervention has been scheduled.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported afx2 type ia endoleak with significant aneurysm enlargement (of 7.4mm) are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest an (anatomy-related) type ii endoleak (of the lumbar arteries) occurred that was not included in the event as reported. This findings was discovered during an examination of the 4- and 16-month post implant CT (computed tomography) scans. No procedure-related harms were identified. Device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as pending an additional intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b5 describe event or problem g3 awareness date h3 reason device not eval- other h6 health effect - clinical code; remove 1924 h6 medical device problem codes; remove 3191 h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11 h3 other text : devices remain implanted